Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for, as well as a direct correlation between the reported cardiac arrhythmia and the device, could not be established through this evaluation. The submitted log files captured no notable events. The pump appeared to have operated as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient ultimately underwent a routine heart transplant. The pump will be returned and evaluated under a separate record. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, ¿introduction,¿ lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 6, ¿patient care and management,¿ also lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's age at the time of the event has been estimated.

Event description:
Patient went to emergency department in ventricular fibrillation. Flow and pump power were stable. Pulsatility index (pi) was decreased. Speed was decreased from 5800 rpm to 5600 rpm to prevent suck down. The patient was shocked into normal rhythm. The log file did not contain any unusual events.